Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a sprinter legend rx ptca balloon catheter to treat a lesion in a patient. There were no abnormalities reported in relation to the anatomy. There was no damage noted to packaging or removing device from the hoop. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and no excessive force was used. It was reported that the balloon failed to cross the lesion and the catheter/delivery became deformed. The balloon got stuck to the guide catheter and the delivery catheter became bunched. The procedure was completed by further pre-dilation and another balloon was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the balloon and balloon bond were bunched on the returned device. It was possible to proximally pull back the distal tubing from the balloon exposing a necked and stretched balloon bond. The inner member was bunched in various locations on the distal shaft. The inflation lumen was also slightly bunched in one location. It was not possible to inflate the balloon due to the damage noted to the bond. It was not possible to advance a 0.014" mandrel through the entire inner lumen most likely due to hardened blood present in the lumen. Additional information: it was reported that the balloon failed to cross the lesion and the catheter/delivery became deformed. This was noted after use of the balloon. It was reported that an attempt was made to inflate the balloon, but it did not inflate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The target lesion was in the proximal lcx. Tortuosity and calcification were mild. Stenosis was 100%. Negative prep was performed. If information is provided in the future, a supplemental report will be issued.